Event description:
The customer reported that they had a monitor go down on cmr-1. The most right hand monitor will not power up. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The customer confirmed that the display failed. Welch allyn factory service also confirmed the display failure. The acuity display is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not posses troubleshooting capability beyond identifying these subcomponents as the source of the failure.